Event description:
It was reported that the motor overheats and smells like hot insulation. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Functional testing was performed confirming the customer's reported problem. Visual testing was not performed. The root cause of the issue was that the heater smelled unusual. Heater was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: updated. D3: corrected.